Manufacturer narrative:
Additional information: section b7: medical history, section h6: evaluation codes; section h10: narrative text. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Medical record review revealed intra-procedure tee revealed a severely degenerated sapien xt valve in the aortic position. Ivus revealed the valve had moderate disease. A peak gradient of 40mmhg was reported. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for the valve stenosis / degeneration 6 years post valve implant could not be confirmed but may be related to the patient¿s co-morbidities (diabetes, cardiac history) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 6 years post implant of a 26mm sapien xt valve in the aortic position, the patient presented with class iii congestive heart failure. The sapien xt valve was found to be stenotic. A 26mm sapien 3 ultra valve was implanted in the existing sapien xt valve during a valve in valve (viv) procedure. During the viv procedure, when the wire was placed and again when crossing with the thv the patient became hypotensive. The sapien 3 ultra was deployed in a 90:10 overlapping position. When rapid pacing was terminated there was no systolic function. CPR was initiated and the patient was stabilized on an iabp and transferred for post op monitoring. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.